Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. Treatment parameters were in the typical range observed. The system was found to be in spec and as expected. No new risk recognized. No new recommendations or corrective actions.

Event description:
After brain treatment of essential tremor, at 24 hours post-treatment follow up, patient presented slight left facial droop. No additional or longer term follow up data is available.